Event description:
Further information was received that the physician was notified of the oor impedance reading and the device will be checked at the next routine follow-up appointment. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring system detected a high, out-of-range (oor), pacing impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. At this time, no adverse patient effects were reported and additional information has been requested from the field representative

Event description:
Additional information was received that the patient contacted boston scientific patient services as the remote home monitoring system had a red blinking light with a code. Review of the code indicated that the right ventricular (rv) lead impedance was high and out of range. Patient services assisted the patient with completing a successful remote interrogation and the patient was referred to their clinic. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.